Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt had remained in the hospital post implant of the lvad and was experiencing low flows despite normal pump power levels and normal pulsatility index. An echocardiogram (echo) and computerized tomography (CT) scan performed by the hospital ruled out an obstruction in the pump. The hospital noted that the pt's left ventricle appeared "huge", the aortic valve was opening at every beat and the pump did not appear to be providing adequate support. A pump exchange was performed and after the exchange the left ventricle decompressed, the mitral valve regurgitation subsided and the aortic valve did not open on every beat as previously noted. The pt continues to recover, and is doing well. Upon device removal, the surgeon reportedly observed a "large visible thrombus" within the lvad. The pump is currently being evaluated by the hospital's pathology department.

Manufacturer narrative:
The pt remains under observation in the hospital and continues on lvad support. The MFR is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.